Event description:
The stent on the smart control (c10060ml) appeared partially deployed out of package at the beginning of the procedure. There were no damages noted to the package. The device was not used in the pt; therefore, there was no injury. The product will not be returned for analysis.

Manufacturer narrative:
This device is not available for analysis. The smart control stent appeared to be partially deployed out of the package at the beginning of the procedure and therefore was not used in the pt. It was originally reported that the 10x60 smart control iliac did not cross the intended target site; however with further investigation, it was reported that it was not a crossing difficulty, but was noted to be partially deployed prior to use. There was no pt injury. There was no noted damage to the package. It was reported that the locking pin is believed to have been in place. The product was discarded and therefore is not available for analysis. A review of the mfg documentation associated with lot 14018278 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. No nonconformance records or excursions were found for the lot. The outer sheath subassembly lot 14013952 was reviewed. It was observed during review of lot 14013952 that no nonconformances were generated, and no incidents were noted that could be potentially related to the complaint reported. The coated polyimide wire lumen lot 14000968 was reviewed. No units were rejected during the assembly of lot 14000968. No issues were noted that were considered potentially related to the reported complaint. It was observed during review of these lots no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. Based on the limited procedural info and without the return of the product for analysis, no conclusion can be made regarding the reported partial deployment when the package was opened.